Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt has 2 leads (from the same lot) implanted as part of her scs system. The pt reported experiencing ineffective stimulation. The pt is considering having her scs system explanted and a pain pump implanted.